Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box and alarm history did not reveal any evidence of (B)(4). On investigation, the pump powered on normally and ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no errors, alarms or warnings occurring during the investigation. Investigation did not duplicate the complaint.